Manufacturer narrative:
The customer-reported intermittent extra sound was not able to be confirmed or reproduced during this investigation, and the driver functioned as intended, passing all functional criteria. Additionally, the driver underwent an extended 48-hour observation run where it performed as intended, and there were no unusual or different sounds observed. The driver performed as intended and there was no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited an intermittent extra sound, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited an intermittent extra sound. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact.